Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event: occurred some time between last week of (B)(6) and first week of (B)(6) 2016. Date implanted: occurred some time between last week of (B)(6) and first week of (B)(6) 2016. Concomitant medical devices: all-poly patella cemented 35 mm diameter catalog# 42-5402-000-35, lot# 62473756, tibia cemented 5 degree stemmed left size f ,catalog# 42-5320-075-01, lot# 62461134, articular surface fixed bearing ultracongruent (uc) left, 12 mm height catalog# 42-5122-005-12, lot# 62513984. This report is number 5 of 8 MDR's filed for the same patient (reference 0002648920 - 2017 - 00050, 1822565 - 2015 - 02468-1, 0001822565 - 2017 - 00742, 0002648920 - 2017 - 00051, 0002648920-2017-00053, 0001822565-2017-00752, 0001822565-2017-00745 and 0002648920-2017-00052 ).

Event description:
It was reported that a patient underwent a revision. During the procedure the patient developed a blood clot that migrated to the lungs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.